Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not failed. A field service engineer (fse) confirmed that the issue was resolved by the customer. The fse dialed into the system, verified that there were no drawer failures and confirmed the device was functioning normally. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cap_2n medsurg, the station experienced multiple hardware failures. The user rebooted the station; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.